Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Lot number unknown / not provided. Additional PMA/510(k) number ¿k011028/k013227. One (1) impl tapered scr-v sbm 4. 7mm 4.5mm 10mm (tsvwb10) was returned for investigation. Visual inspection of the as returned product identified signs of use with debris on the internal threads. The implant external threads were damaged, and a fractured collar was exhibited. Based on the evaluation, device malfunction has occurred. Additionally, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and likely conforming when it left zimvie. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the tsvwb10 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar event. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely cause determined from the investigation was the missing or confusing instructions for use, inadequate treatment planning, or torque or speed applied during placement/seating exceeds recommended value. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
It was reported that the implant was the wrong size and didn't fit properly during placement. Tooth location is unknown. During product inspection, the implant collar was found to be fractured. Follow up attempts for additional information regarding this event were made, however unsuccessful.